Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. No devices or photos of the devices were received; therefore, the condition of the components is unknown. Additionally, visual and dimensional evaluations could not be performed. The lot numbers of the products are unknown; therefore the device history records could not be reviewed. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. (B)(4).

Event description:
Patient's hip was revised approximately 6 years post implantation due to dislocation. It was reported that the head dislocated from the constrained liner and was able to be reduced in the ER two days prior to surgery.